Event description:
It was reported that a pt incident occurred with the erbe equipment [i.e., erbe system; argon plasma coagulator (apc) model apc 2 with an electrosurgical unit (esu/generator) model vio 200 d, part number 10140-000]. Argon plasma coagulation was applied to stop bleeding in tumor tissue in a palliative care pt. "The pt was already in a bad condition. The treatment done with apc was to improve quality of life for the remaining time." Upon diathermy, most likely there were perforations/lacerations in the stomach/esophagus due to a combustion. The pt expired the following day. Note: the apc/esu system was provided by our parent company through a distributor to a hospital in foreign country.

Manufacturer narrative:
The apc/esu system was thoroughly inspected/tested. A technical safety check was performed on each unit. This included an electrical safety check, a function check, a function check of each of the equipment's features, and a power output check. Also, the gas flow rates were measured and found to be within their acceptable ranges for the apc. All features were/are functioning properly within specifications on both devices. In addition, no anomalies were found in the device history records (DHR's) for the apc and esu. In conclusion, no erbe equipment problem was found that would have caused or contributed to the event. Based upon the reported info, it appears that combustible gases (e.g., methane and/or hydrogen) were present at such a concentration that when diathermy was applied combustion occurred. A warning in the user manuals state that when using electrosurgery in the gastrointestinal tract, there must not be any combustible or explosive endogenous gases present. No trends have been identified with this situation. Erbe USA, inc. Is now closing this file.